Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage, damage and critical pump error alarm. Customer's blood glucose at time of incident was 10mmol/l. Customer stated that pump was exposed to ocean water and noticed a cracked on the battery area and pump critical error image display on the screen. The customer was advised to refer to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a critical pump error and a pump error 35 was present in the long trace file due to a severely corroded force sensor assembly. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to the critical pump errors. The pump was received with a cracked case on the battery tube area. The pump was received with corrosion in the battery tube. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, cracked battery tube threads, a faded serial number label, a peeling end cap address label, severe corrosion on all electronic assemblies and moisture damage on the motor home switch.